Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a low insulin alert notifying the customer that 13 units remained in the cartridge. Reportedly, the fill estimate was inaccurate. The customer's blood glucose level was 121 mg/dl. The customer changed supplies and resumed insulin delivery.